Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 22 and 162mg/dl within a 10 min timeframe. When plotting each reading against the average on a parkes error grid, the results fall in the 'b' and 'c' zones. The 'c' zone result is considered clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's products have been requested for investigation.